Event description:
It is reported that the patient was revised due to pain and effusion. Minimal corrosion was noted on the neck taper of the femoral stem.

Manufacturer narrative:
Photographs were provided from the revision surgery; however, it is difficult to visualize the corrosion. The femoral stem neck under the taper may potentially show some scratching, however, it is unknown if its condition was present prior to revision or occurred during revision. Neither operative notes nor x-rays have been returned for review. Attempts have been made to obtain additional information; however, no information has been received to date. The devices had an in-vivo time of 6.5 years. The devices are confirmed as compatible. With the information provided, a definitive root cause cannot be stated at this time. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.